Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during procedure, the delivery wire (proximal end) was found to be broken. No clinical consequences to the patient.

Manufacturer narrative:
Executive summary is updated to clarify that the device was removed from the hoop and never been used in the patient. The coil proximal contact was detached. (B)(4). Based on the additional information received from the facility, it was found that the coil proximal contact was detached when the device was removed from the hoop and never been used in the patient. However; the proximal contact is not a contiguous part that forms the delivery wire, but is a subcomponent located at the proximal end of the delivery wire that works in conjunction with the inzone detachment system, and it remains outside the patient at all times during the procedure. It is highly unlikely that the broken proximal contact may have led to death or serious deterioration in state of health of the patient; therefore, this record has been deemed non-reportable. The reportability was changed to a non-reportable event with an awareness date of nov 6, 2017.

Event description:
Additional information received form the facility confirmed that the proximal contact was detached when the device was removed from the hoop and never been used in the patient. No clinical consequences to the patient.